Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed flow accuracy test. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint that device had a failed flow accuracy test. There was no relevant event history or service history. Visual testing showed the device was in good condition. Functional testing was performed, and the complaint of failed flow accuracy cannot be confirmed through accuracy testing. No problem was found. Probable cause of complaint is unknown and the unit passed all testing.